Event description:
Family member of pt who had originally been hospitalized with a "strep" infection for about a month in 2002, called to report having received baxter's recall notification for compass prefilled syringes. According to the reporter, pt was discharged home, strep-free, on IV therapy (reason and medication not reported) to be infused via a central line. The family was given compass saline syringes for flushing between fluid bag changes. During the home infusion therapy, pt developed a fever of 105 degrees farenheit and ended up going into kidney failure. The pt needed to be re-hospitalized and was treated for an infection. The location of the infection was reported to have never been found. The pt was hospitalized for another 5-6 weeks and family is suspecting that saline syringes may have been the cause. The pt was reportedly discharged home after the second hospitalization and is home today.